Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller reported the patient had a successful trial and in stage 2 implant using 97800 with 978b1-28 lead the caller reported during the trial patient was using program 3, intra impedance tested was all out of range, they had to take out the lead and re-wipe x1 and impedance was normal. Post op recovery, they were programming using program 1 and was only able to increase up to 0.4ma max. Electrode impedance performed: reference 3 c: 399 ohms 2: 517 ohms 1: >4 k ohms 0: >4 k ohms 0.4ma max program 1 reference 1 c: >4 k ohms 2: >4 k ohms 3: >4 k ohms reference 2 c: 475 ohms 1: >4 k ohms 3: 524 ohms. Reviewed impedance and reprogramming. Caller reported they were able to increased stimulation with custom programs. Email sent to rep for additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.